Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated when the patient increases the power of the stimulator, the battery pack hurts internally. Caller clarified they were referring to the implanted battery. Caller stated this had been doing on for at least 6 months. Caller stated the patient would keep the stimulation down lower, but they would like to turn the stimulation up higher, but they would feel pain whenever stimulation was increased. Agent redirected caller and patient to healthcare provider to further address the issue. Caller stated the patient does not want to have surgery again so they will 'leave it.' Caller asked about battery longevity. Agent reviewed longevity information.

Event description:
Additional information was received from the patient. They reported that they did not have to go the healthcare provider (hcp). Patient took care of it after reading the suggestions provided by the agent.patient reported that everything is fine now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.